Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) displayed a ¿pairing failed¿ alert when attempting to connect to the ilet, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components, and the user was guided to toggle settings and re-pair the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet that manifested as intermittent communication failure, with the implicated device components including the antenna and related electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.